Event description:
A physician reported cutting failure of the cutter probe occurred during a vitrectomy surgery. There was no aspiration issue reported. The surgery was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4). One opened probe was received, with a tip protector, in a pouch. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations along the inner cutter. The needle holder was observed to be detached from the retainer. Presence of adhesive observed on needle holder. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicates the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested; however, the observed actuation failure would have led to the reported cut failure. The root cause for the observed actuation failure is the separation of components within the probe. How and when the components became detached cannot be determined from this evaluation; however, a manufacturing related root cause could not be ruled out. An investigation photo of the returned sample detached components has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. Since the exact root cause of components detachment could not be determined from this evaluation, no further action with regard to this complaint was taken by the manufacturing site. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required the manufacturer internal reference number is: (B)(4).